Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. In the absence of device returned for analysis, a conclusive cause for the reported difficulties could not be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a right heart catheterization diagnostic procedure. There was no resistance during advancement. Reportedly, when the plunger was removed there were no sutures, a cuff miss occurred. The lever was returned to the original position and the foot thought to be closed; however, the lever would raise back up when the device was attempted to be removed. The device was stuck in the artery; therefore, a non-abbott closure device was applied while the patient was taken to the operating room where a vascular surgeon performed a cut down to remove the proglide device. Hemostasis was achieved via surgical suturing. There was a clinically significant delay in the procedure or therapy. No additional information was provided.